Event description:
Ab abgui-seal device was deployed to close the arteriotomy site. Approximately eleven days later, the patient presented with an occluded common femoral artery (cfa). The patient underwent a successful stenting procedure to resolve the occlusion. The patient recovered and was discharged home.